Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check, noise on the right ventricular (rv) lead was observed during seven previously diverted episodes. The boston scientific sales representative had the patient implanted with this lead perform isometrics, which reproduced the noise on the rv and shock channels. It was thought that the leads may have been reversed in the device header. An invasive revision procedure was to be performed. To date, no adverse patient effects were reported with this clinical observation.